Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery (sfa). A 2 mm x 40 mm x 145 cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with another of same device. No patient complications nor injuries were reported. The patient condition was good.